Event description:
Capsular contracture baker grade baker grade unknown, left-side.

Manufacturer narrative:
The device was returned with a shell failure and light yellowing of the gel. Bubbles were observed in the gel. The cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. The device measured above astm standards for ultimate break force and ultimate elongation. "Pinhole".

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade 4.